Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer went to the emergency room for low blood glucose. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer will not be returning the device for analysis.